Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 4/19/2017: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. No labs were provided for the alleged high metal ion levels before the revision. There is no new information that would change the existing MDR decision.

Event description:
Litigation alleges pain, stiffness, discomfort, locking, weakness and elevated metal ion levels. Update - 4 dec 2014 - der rcvd. Updated dor, doi, patient height and weight, surgeon and sales rep info. Added expiry dates to cup and head, added sleeve and added unknown stem.